Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the examination under magnification of the returned embotrap device showed minor evidence of deformation on the outer cage at the proximal and middle segments. Off set distal coils were also visible on the returned device. No other damage was noted on the returned device. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195¿ inner diameter tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. The device was able to be successfully withdrawn into the insertion tool. The complaint event was therefore not confirmed. Device insertion and delivery assessments were performed using the returned embotrap device and a sample compatible prowler microcatheter. The returned embotrap device was able to be fully inserted into the sample prowler microcatheter and delivered to the distal tip without resistance. In attempt to recreate the reported event with sample devices, it was confirmed that advancing a deployed embotrap device against an obstruction and simultaneously torquing the device can cause the inner channel and outer cage components to become entangled. However, the permanent damage observed on the returned device could not be recreated as part of the potential cause assessment. The IFU states ¿do not torque or rotate the device¿ and ¿do not advance the device after it has been deployed or partially deployed from the microcatheter¿. Based on the complaint details, it cannot be confirmed that the device was used in this way. Therefore, the root cause for this complaint could not be confirmed. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. The device lot number was not available. The manufacturing documentation review could not be performed without the lot. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus inc., or its employees that the report constitutes an admission that the product, cerenovus inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that during a thrombectomy procedure with a 5mm x 22mm embotrap iii (et307522), after taking it out and flushing, recapture did not work. Multiple attempts to obtain additional information related to the procedure and the reported device were unsuccessful. This finding is not usfda reportable. The device was returned for analysis and the returned embotrap device showed minor evidence of deformation on the outer cage at the proximal and middle segments and off set distal coils were also visible on the returned device. Based on the analysis findings, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿